Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the distal tip of the guide wire separated and remains inside the pt's vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter without any issues. The physician attempted to remove the guide wire from the pt and then noticed that the distal tip of the guide wire was missing. The physician noticed that the distal tip was still inside the pt's vessel. The physician attempted to remove the separated distal tip from the pt using a snare device, however, was unsuccessful. The physician made the decision to leave the separated distal tip in the pt's vessel. The pt is reported to be fine.